Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective. The lens was bent and the haptic was broken. There was no reported patient impact and the procedure was completed using a backup lens. Additional information was requested.

Manufacturer narrative:
The product was returned. One haptic is broken in the distal area (not returned). The opposite haptic is bent in the gusset area and pressed against a post in the lens case. The optic is pressed against a post in the lens case and pressed down into the well area of the lens case. The optic edge is bent against a lip in the well of the lens case. A crack is observed along with multiple gouge marks with loose lens material on the optic surface. The outside edge of the haptic\optic junction has damage with loose lens material. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).